Manufacturer narrative:
H3: product analysis : no conclusion can be drawn. Evaluation could not be performed because top distal bearing was detached. It was also noted that distal and drive shaft bearings were worn. Also, the input, output drive gears were worn, internal parts were heavily polluted with foreign debris and the laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, attachment was excessively vibrating and overheating. There was no patient involved.